Manufacturer narrative:
Device evaluated by MFR: device disposition presently unknown.

Event description:
On (B)(6) 2018 a patient received a perceval suturleless aortic heart valve, pvs25, as part of an aortic valve replacement. The manufacturer was notified via their patient tracking system that the device was explanted intra-operatively and replaced with a perceval pvs27. The event occurred at (B)(6) hospital and involved dr. (B)(6). No further information was received.

Manufacturer narrative:
Additional information was received on aug 05, 2019 identifying the following. Dr (B)(6) decided to use a larger size perceval valve (pvs27) after resizing, but before he had implanted the opened (pvs25). As such, it is a case of misizing. Upon reviewing the op notes, the patient was discharged from hospital. Based on the information received the mis-sized device was not used during the procedure as the mis-sizing was identified prior to the implant procedure. Given this information and the information that the patient was discharged home there are no serious adverse events identified and no issues related to device functionality or quality. No further investigations will be performed and the root cause is thus deemed to be related to a user error and is not device related.

Event description:
On (B)(6), 2018 a patient received a perceval suturleless aortic heart valve, pvs25, as part of an aortic valve replacement. The manufacturer was notified via their patient tracking system that the device was explanted intra-operatively and replaced with a perceval pvs27. The event occurred at waikato hospital and involved dr. Adam el gamel. No further information was received. Additional information was received on aug 05, 2019 identifying the following. Dr el-gamel decided to use a larger size perceval valve (pvs27) after resizing, but before he had implanted the opened (pvs25). As such, it is a case of misizing. Upon reviewing the op notes, the patient was discharged from hospital.